Event description:
After attached the screw driver element to the handle and then connected those screw driver element to stryker locking screw, then a surgeon try to insert the locking screw. Right after the screw get into the plate, the tip of the screw driver element suddenly was broken.

Manufacturer narrative:
Add'l info has been requested. Once the investigation has been completed any add'l info will be reported in a supplemental report.